Event description:
The o.r. Director reported five (5) screwdrivers that were peel packed individually while going through sterilization, left a greasy substance on the inside of the package when opened up. The o.r. Staff does not feel they are sterile due to the greasy substance and feel they could be a potential problem. The sales consultant believes these were not involved in a surgery and that they are proactively being reported by the hospital. This is 4 of 5 reports for the same event.

Manufacturer narrative:
The device history record was reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.